Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, over the course of implant of this artificial urinary sphincter (aus), the patient has been experiencing a progressing increase in the incontinence level. Now, the device is no longer working. Magnetic resonance imaging (MRI) did not identify any fluid leak; therefore, a mechanical issue is suspected. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, over the course of implant of this artificial urinary sphincter (aus), the patient has been experiencing a progressing increase in their incontinence level. Now, the device is no longer working. Magnetic resonance imaging (MRI) did not identify any fluid leak; therefore, a mechanical issue is suspected. The device will be explanted and replaced in a future date. No further patient complications were reported.